Event description:
It was later reported the representative reset and recharged the device to clear the power on reset (por). The cause of the por was battery depletion from not charging. It was stated the representative programmed around electrode 0 which delivered effective therapy and the patient had no further issues.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was no stimulation. It was noted that no communication could be made with the implantable neurostimulator recharger or with the clinician programmer. A power on reset (por) was displayed on the recharger after an antenna locate was performed and after an attempted recharge session. An overdischarge was suspected. The last time any stimulation was felt was 2 to 6 months ago. Patient stated the device "wasn't working" for the past 2 to 3 months. The patient was able to charge and the por was cleared with the clinician programmer. It was noted the patient was feeling stimulation "going up at angle at the back of his neck towards his skull." It was noted that high impedances were indicated. It was reported that reprogramming was needed to address the patient's pattern of pain. Additional information was requested but was not available as of the date of this report.

Event description:
It was stated that the recharger was displaying the reposition antenna screen.

Manufacturer narrative:
Additional review revealed that the low battery device code should be applied. (B)(4).